Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with chest pain and sick sinus syndrome. The right ventricular (rv) and right atrial (ra) lead were found to be dislodged. The physician repositioned the ra lead and the helix of the rv lead failed to extend and was replaced with a new rv lead. The patient's status was unknown.

Event description:
New information received indicated that the chest pain and sick sinus syndrome are not caused by the leads. Furthermore, ra and rv lead exhibited intermittent loss of capture. The patient was stable throughout.